Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test or unexpected insulin flow blocked alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were sticky and harder to push. The customer¿s blood glucose level was unknown. The customer also reported that the plunger on the reservoir would get stuck and not delivering insulin. The customer also reported that the insulin pump rejected new batteries, random no delivery alarms and forcing to change set and rewind. The device will not be returned for analysis.